Event description:
Boston scientific received information that this chronic right ventricular (rv) lead displayed noise that caused oversensing which resulted in the delivery of inappropriate shocks. The lead was noted having a conductor fracture which also displayed out of range impednace measurements greater then 3,000 ohms. The lead was partially capped and abandonded and replaced with another right ventricular (rv) lead. There was no additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.